Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) powered on with an error message. The biomedical engineer was able to clear the error by removing the battery. The power was switched on and off and then off to on several times and the device powered on to the default settings with no error message. Technical support (ts) explained to the biomedical engineer how this error can occur and how to clear the error. The device was restored to service and will be placed back into service. No patient complications were reported as a result of this event.